Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: sed01 implantable pulse generator (B)(6) 2013. (B)(4).

Event description:
It was reported that during implant, the p-wave on the atrial lead detected was 6mv. Post operatively the value not even able to detect at minimum sensitivity setting, although p-wave was visible on electrocardiogram (ECG). The implantable pulse generator (ipg) was reprogrammed to vvir mode due to p-wave not sensing in vdd mode. The lead remains in use. No patient complications have been reported as a result of this event.